Manufacturer narrative:
Additional information received on 6/7/2019, indicated that patient had the device removed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 7/12/2019. Device evaluation completed on 7/19/2019: during analysis of the sample a parallel lines of shell wear were observed on the anterior and extending to the posterior view, suggesting in-vivo folding or creasing of the device. An area of siltex cracking was noted in the posterior view. Within siltex cracking a tear was noted, measuring approximately 0.6 cm . No additional anomalies were observed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel 550cc gel breast implants which bilaterally ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.